Manufacturer narrative:
Based on the claim against the maryland bipolar forceps (mbf) instrument by the customer noting "seal on cable not in order", an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to have damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire. No material appeared to be missing. The electrical continuity test still passed. No thermal damage was observed on the instrument. The complaint regarding "seal on cable not in order" was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation is attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) investigation confirmed damaged insulation of the conductor wire after the procedure. Evidence of the insulation damaged to the conductor wire, which exposed the bare wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during central processing, the maryland bipolar forceps (mbf) instrument was found to have the ¿cable seal not in order¿. The procedure was completed with no reported injury when the instrument was last used. Intuitive surgical, inc. (Isi) contacted the initial reporter to obtain additional information. However, no further information was provided.